Event description:
The customer observed positively biased hdlc results with quality control fluids. Elevated results of this magnitude observed while testing, patient samples may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: the elevated quality control results were generated using an atypical calibration. Re-calibration using fresh materials resulted in acceptable quality control results. The root cause of the atypical calibration is unknown.